Manufacturer narrative:
The device was not returned for analysis. No previous repair was noted for the last 12 months. As the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed. The device has not been returned for evaluation, and the reported issue could not be confirmed. Unable to determine probable cause as no product was returned.

Event description:
It was reported that a patient arrived with incomplete infusion via peripherally inserted central catheter. It was noted 15¿20 cc remained though infusion which should have been completed. The pump was assessed and observed for 45 minutes with no further infusion. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.